Event description:
It was reported that the bearings on the attachment device were bad. During in-house engineering evaluation, it was observed that the device had worn out bearings which caused vibration due to corrosion. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the bearings were worn out, which caused vibration due to corrosion from not following the emersion / sterilization procedures properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.